Event description:
The end-user states one of the legs split and collapsed with her in the shower. She states she broke her knee replacement and had to call 911 to get her out of the shower. She has systemic lupus erythematosis. She states falls are catastrophic for her. She states this has caused her lupus to go into a very nasty flare up. The fall injured a knee that has a replacement in it and her back from just below her ribs to her tailbone. She has seen her knee doctor because it's been several weeks since the fall and she still can't put weight on it. The end-user states her doctor says she needs surgery because it did something to her knee and destabilized it during the fall and while she was getting up. The end-user states she will have to see a neurosurgeon for evaluation concerning her back. She feels she may have injured a disc(s). Pictures of the device were provided and the legs in each picture show they are installed improperly. Leg "b" with concave bottom should be going from left front to right back, and leg "a" should be going from right front to left back (upside down). They assembled with leg "b" going from right front to left back and leg "a" going from left front to right back (upside down). The back portion of the device is assembled upside down.